Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Intermittent low voltage advisory alarms were captured due to voltage fluctuations. The driveline power fault alarm was activated on (B)(6) 2023 by a power line b broken flag and remained active through the end of the files. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The modular cable was exchanged, and the patient was given battery calibration instructions. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction" explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Modular cable related manufacturer report number: 2916596-2023-01834.

Event description:
It was reported that patient had a driveline power fault alarm, started on (B)(6) 2023 morning at 8:24 am. Log file review confirmed driveline power fault on (B)(6) 2023 at 8:23 and continued for the remainder of the log. A modular cable has returned with no additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.